Event description:
Information was received indicating that a smiths medical pump was alarming "no disposable - clamp tubing". The pump had a residual volume of 46.8ml when pumping at a rate of 2.2ml/hr. 55mls were administered to the patient before the alarm occurred. The cassette was removed twice to try and resolve the issue and no air bubbles were seen in the line. The patient was not affected. There were no reported adverse events.